Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was completed: the returned screws were visually examined, and no issues were identified. Functional inspection performed on the returned plate and screw showed no functional issues. While reported condition replication including the patients anatomy conditions was not able to be performed. The returned screws were able to be used with the plate and the locking screw and no loose issues with construct were noted and therefore the reported malfunction on the screw was not able to be confirmed. However, further evaluation including dimensional analysis and risk assessment was performed to identify any potential issues related to the returned device. Upon visual examination and based off the type of the screw and shaft dimensions, all available relevant drawings for the returned screws were reviewed and no design issues were identified. The given screws shafts measured the dimensions and was within the max shaft diameter. Review of the device history record was not able to be performed at customer quality as the lot number of the given screws are unknown. However, visual inspection performed on relevant portions showed no issues with the device which could have contributed to complaint condition. Furthermore, the risk document review performed during investigation showed that the risk document completely addresses the given complaint condition. No definitive root cause was able to be determined with the available information. However, any excessive forces due to heavy weight bearing activities performed by the patient per complaint description could have contributed to loose complaint condition. No defects were identified on the returned screw. Also, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that at the time of the revision procedure, the clavicle fracture was not healed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional procode: hrs. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The initial reporter is not a synthes employee. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent a revision procedure due to a loose locking compression plate (lcp) superior clavicle plate, five variable angle (va) locking screws, and three (3) cortex screws. The devices were removed intact and the patient was implanted with a new synthes plate and screws. Patient was originally implanted on (B)(6) 2017 to fix a broken collar bone. After the implantation, the patient felt a pop while lifting a heavy piece of equipment over a guardrail. In addition, the surgeon offered a possible reason for the devices being loose, that the patient¿s body may have been rejecting the implants. The revision was completed successfully. Patient was reportedly doing well. This report is for a 2.4mm cortex screw 22mm. This is report 2 of 9 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Common device name: additional procodes: hrs, jds. Physical manufacturer. Corrected data: describe event or problem. Brand name, catalog, UDI. PMA/510k. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for a 3.5mm cortex screw self-tapping 22mm.

Manufacturer narrative:
Event year reported as 2018; however exact date of postoperative device loosening is unknown. 510k: this report is for eight (8) unknown screws./unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes employee. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent an unknown procedure due to loose locking compression plate (lcp) superior clavicle plate and eight (8) unknown screws. The devices were removed intact to fix the broken collar bone which was noted to be not healed. Patient was originally implanted on (B)(6) 2017 and after the implantation, patient felt a pop while lifting a heavy piece of equipment over a guardrail. In addition, the surgeon offered a possible reason for the devices being loose that the patient¿s body may have been rejecting the implants. The revision was completed successfully. The patient was implanted with a new synthes plate and screws. It is unknown if there was a surgical delay. Patient was reportedly doing well. This report is for eight (8) unknown screws. This is report 2 of 2 for complaint (B)(4).